Manufacturer narrative:
(B)(4). The device was serviced onsite by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the low battery alarm was determined to be a depleted battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a flogard infusion pump was found to have experienced a low battery alarm. No additional information is available.